Manufacturer narrative:
Device passed displacement and self tests, but then eventually an unexpected flashing medtronic logo screen appeared. After further review of the device's interior, did not note any previous moisture presence or corrosion on any of the boards, assemblies, and the motor. Did not note any cracks in the lcd controller or the circuitry to the left or right of it. The display anomaly is probably due to a problem with the electronics.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is alarming and shows the start up screen. Customer reports display is flashing. Customer¿s blood glucose was 204 mg/dl. Customer reports pump was dropped a few weeks ago. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.